Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-21003. The pt rec'd 3 scs leads with the same lot number. It was reported the pt experienced a change in stimulation after lifting stones. Subsequently, x-rays revealed lead migration and the pt's scs sys was explanted and replaced which resolved the issue. The reason for explanting the ipg is unk at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.